Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00531pertains to the other device.it was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure (date of procedure unknown). Reportedly, the patient has been "injured" (specifics unknown) and continues to suffer ongoing pain and vaginal complications (date/s of onset unknown), warranting surgery to excise eroded mesh. All other information, including the patient's current condition, is unknown and reportedly unavailable.